Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1006 mg/dl. Customer reported that her daughter took her to the hospital via ambulance. Customer reported that she was treated with intravenous insulin at the hospital customer reported that her hyperglycemia was due to bent cannula, so no troubleshooting required for insulin pump. The insulin pump will not be returned for analysis. Customer also had issue with her sensor that the sensor was reading 298 mg/dl and the her blood glucose was 364 mg/dl and she only had coffee. Discussed auto mode feature and that it will micro bolus for a min of 2.5 hours to a max of 4 hours to bring the blood glucose to target. Insulin pump will not be returned for analysis.